Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the radial artery anastomosis. A 10.0 x40, 75cm gladiator balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 19 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the radial artery anastomosis. A 10.0 x40, 75cm gladiator balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 19 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the balloon ruptured when it was inflated for more than 60 seconds.